Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2019, the patient experienced vaginal pain. Subsequently, the patient had undergone a total removal of abdominal sacrocolpopexy mesh.